Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. While attempting a supply change to resolve the issue, a cartridge alarm 30 occurred during the loading sequence. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 117 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 30 was verified, however, the alleged fill tubing issue was not.